Event description:
Procedure type: unknown. According to the reporter: the green connector broke in the patient while the doctor was making a pass. It is unknown as to whether or not all pieces of the connector were retrieved from the patient. Additional information has been requested, but not yet received. The connector that broke was not manufactured by tsl.